Manufacturer narrative:
The device evaluation found in addition to the foreign object found inside the nozzle that the control section screw fell out. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be determined. There was no damage to the area where the foreign material was detected and there were no reported deviations in the reprocessing performed. In regard to the additional issue, screw at scope-body of control section fell off, it is likely the screw was loosened by external stress and as a result fell off. The event can be detected by handling the device in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series ¿chapter 3 preparation and inspection, section 3.6 inspection of the endoscopic system.¿ shows how to detect the foreign material. Evis lucera gif/cf/pcf type 260 series ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope.¿ shows how to detect the fallen screw. Olympus will continue to monitor field performance for this device.